Event description:
A (B)(6) female with history of menorrhagia underwent a novasure endometrial ablation in our hosp operating room on (B)(6) 2018. There were no noted complications at the time of the procedure. Three weeks post procedure, the pt reported significant pelvic pain with uterine tenderness on exam. She was treated with a course of antibiotics. When her symptoms persisted at 6 weeks post procedure on (B)(6) 2019 she underwent an exploratory laparotomy with uterine findings suggestive of thermal injury and she underwent a hysterectomy with salpingectomy. Pathology done on the uterine specimen, confirmed significant thermal injury.